Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the programmer was switched-on after plugging the power cord, short circuit occurred causing the power supply out of service. The unit was returned.

Manufacturer narrative:
The reported field event of the inability to power on the programmer was confirmed in the laboratory. The device was tested on the bench and a short circuit was noted which caused the inability to turn on the power supply. The power supply was replaced.